Event description:
It was reported that before a navigation procedure the unit failed to function. The system froze on the user. The procedure was completed successfully without any patient effect or surgical delay.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that before a navigation procedure the unit failed to function. The system froze on the user. The procedure was completed successfully without any patient effect or surgical delay.